Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. It was stated that the customer alleging possible insulin pump under delivering customer's sugar was high. It was stated that the customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl and 380 mg/dl. Customer was treated with the injection for high blood glucose. Customer declined to test insulin pump. Customer did not have a tubing clamp available. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w version = 4.10d retainer ring = clear case type = ngp on (B)(6) 2021 the customer alleged possible under delivery anomaly and experienced high bg. The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: serial number label fading, corroded battery tube, partially detached retainer, cracked retainer, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump successfully downloaded using thump and carelink. In further full review found a no delivery alarms in the pump history on (B)(6) 2021 at 04:17:10.000 during bolus. Daily total of all insulin delivered was 35.125 u on (B)(6) 2021 pump's memory was reviewed and no alarms or anomalies were noted. Unit passed displacement accuracy test, active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed required testing. Customer alleged for possible under delivery anomaly was not confirmed. Unable to verify customer's high bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.